Manufacturer narrative:
Correction: this event was reported to the FDA twice and this medwatch #2017233-2024-05313 was therefore sent in error as a duplicate of medwatch #2017233-2024-04667, our ref. No. Mpdcase-(B)(4). This medwatch will be retracted.

Event description:
The following was reported to gore on 08/19/2024 from the vsx 20-03 study database: on (B)(6) 2024, this 69-year-old patient underwent endovascular treatment for a pseudoaneurysm in the celiac and splenic artery. The pseudoaneurysm was larger than 2 cm and this was considered an elective procedure. A gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn-device) was placed and attempted to be deployed. However, the viabahn device only deployed partially in the celiac trunk and in a large portion in the aorta. The partially expanded device was retrieved with a snare. A gore® viabahn® vbx balloon expandable endoprosthesis (vbx-device) was used instead. The hepatic artery was also treated during this case. The partial expansion of viabahn device did not lead to any adverse events.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with codes for the hospital and patient. H3 other code: as the status of the device is unknown now, no further investigation can be performed. H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the lot met all pre-release specifications. Further details were requested from the study coordinator but were not provided yet. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.